Event description:
It was reported that a patient underwent a paroxysmal atrial fibrillation procedure with a vizigo sheath and air entered the patient. Initially reported sheath broke during procedure. No patient consequence. Additional information was received on 23-jun-2026. During the procedure, while in the left atrium, they could not visualize the vizigo sheath. In addition, air entered the patient¿s body. The patient did not require treatment. No blood loss. They finished the procedure successfully. The hemostatic valve (gasket) did not dislodge inside nor outside of the hub. The brim cap did not become detached from the sheath. The hub did not become detached from the sheath. The needle used was the brk-1 xs, the sheath issue originally reported was considered non-reportable. Bwi became aware on 23-jun-2026 that air entered the patient. Since there was no patient consequence and no treatment required, this issue was assessed as patient event non serious for an adverse event. However, the air entered the patient issue was also assessed as a MDR reportable malfunction. The awareness date for this MDR reportable malfunction is 23-jun-2026. The visualization issue was assessed as non MDR reportable. The most likely consequence was an intraprocedural delay. The potential risk that it could cause or contribute to a serious injury or death was remote.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).